Manufacturer narrative:
The reported issue of display board is being replaced due to led display segment was dim was confirmed on 1 out of 1 returned board. Physical inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The board was tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 1 out of 1 returned lvp display board assemblies with dim segment. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of 19-apr-2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 26-nov-2020 and indicated that this device has been previously returned twice for service with the last recorded servicing on 05/21/2009 related to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record opened for the source device was not related to this complaint.

Event description:
It was reported the display board is being replaced. Although requested, additional information was not provided.